Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the tubing design (walls not thick enough). It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the water could not be injected into the foley catheter balloon and suspected that the water injection pipeline was blocked so the customer changed to a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that water could not be injected into the foley catheter balloon and suspected that water injection pipeline was blocked, so the customer changed to a new one.